Event description:
While servicing the device, a philips bench technician discovered that the device had experienced a charge shock failure during the defib test of operational testing. There was no reported patient involvement/adverse patient impact.